Manufacturer narrative:
Concomitant medical products: dtba1d1crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead delivered inappropriate therapy. In addition, the rv lead triggered a lead integrity alert (lia) and an alert for oversensing/noise episodes. A fracture of the rv lead was confirmed. The rv lead detections were programmed off, and the following day the rv lead was revised. The physician chose to place the left ventricular (lv) lead in the rv lead port and the rv lead in the lv lead port due to improvement in the patient¿s ejection fraction. The rv lead remains in use. No further patient complications have been reported as a result of this event.